Event description:
Device malfunction: none. Symptoms/ae: subarachnoid hemorrhage, stroke, seizure. Time of symptoms: after the procedure. It was reported that nine days post uneventful innominate (primus ev3-non abbott stent) and left common (xact stent) carotid artery stenting procedure, the patient experienced a stroke. On the day of the stroke, the patient complained of a headache, may have had a seizure and fell causing a head contusion and a minimal subarachnoid hemorrhage which the physicians' felt was due to hyperperfusion syndrome and antiplatelet agents. Two days post admission to the hospital, the patient complained of a headache and fell again becoming nonverbal and unresponsive. The patient was then intubated and was treated as an acute stroke. She was taken to the angiography suite and a cervicocerebral arch angiogram was performed which revealed a widely patent stent with good distal filling. The physicians feel this event is not device related. Head cts were done as well showing a subarachnoid hemorrhage. Head cts taken after the incident showed resolving hemorrhage and then some ischemic areas and subacute infarcts. There is no additional information available. Study event.